Manufacturer narrative:
(B)(4) this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The breach in aseptic technique was further described as the patient did not clean the area prior to initiating peritoneal dialysis. Peritonitis was manifested by cloudy effluent and abdominal pain. On the day of onset, the patient was hospitalized for the peritonitis. Beginning on the day of onset, the patient was treated with ceftazidime for fourteen days (route, dosage, and frequency not reported) and ciprofloxacin for fourteen days (route, dosage, and frequency not reported) for the peritonitis. Dianeal therapies were ongoing. After seventeen days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis event. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.